Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer stated that the paramedics were called and he was taken to the hospital due to high blood glucose readings of over 400 mg/dl. Customer stated that he was on a flight when he suddenly begun feeling weak. Customer treated with juice and later checked his blood glucose readings which showed high. Customer was taken to hospital when he got off the plane. Customer does not believe the issue was the insulin pump rather that the site may have been coming off or he may have eaten too much. Customer stated that he took a manual injection however his blood glucose readings were not coming. Customer declined any troubleshooting. No further information reported.